Manufacturer narrative:
The device evaluation performed by an arjo representative revealed the side rail detached from the bed¿s frame. The safety rails are an integral part of the citadel bed¿s frame. This bed has four side rails, two on each side of the bed. The circumstances in which the safety rail was damaged are unknown. The defective bed was a rental device and it has been replaced by another bed. To conclude, the safety side rail detached from the bed¿s frame and from that perspective, the citadel bed did not meet its manufacturer specification. There was no indication regarding patient involvement. The complaint was decided to be reportable due to the safety side rail malfunction.

Event description:
It was reported by the end-user to the arjo representative that the left bottom part of the head-end side rail was broken and needed repair. No injury was reported.